Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max), a non-penumbra catheter, a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced the triaxial system more distal into the patient's anatomy in order to gain more support for the catheter and noticed that the catheter and microcatheter could not advance further through the benchmark max. The benchmark max remained in the patient and all other devices were pulled back. Subsequently, the physician noticed that the benchmark max was kinked approximately ten centimeters distal to the hub. Next, the physician removed the catheter and exchanged it for another non-penumbra catheter. It was reported that the new catheter would not advance into the benchmark max. The physician attempted to fix the kink manually but was unable to advance the dilator or a guidewire into the benchmark max. While the benchmark max was still inside the patient, it was cut adjacent to the kink and a wire exchange was performed in order to swap out the benchmark max for a non-penumbra sheath. The procedure was completed using the same sheath, the same catheter, and the same microcatheter. A partial recanalization was reported. There was no report of an adverse effect to the patient.